Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8781 (serial: unknown); product type: 0184-catheter; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Omitted information pertaining to previous catheter revision in (B)(4). Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that since the pump replacement there had been increased spasticity. The catheter was previously revised on (B)(6) 2024 as well as medication changes and increases in the daily dose had been made. It was noted that visual and radiological evaluation of the pump verified that it had been rotating. Symptoms were not improving. There was a suspicion of catheter obstruction. The patient required in-patient hospitalization and an emergency room visit. Therefore another revision of the spinal part of the catheter was performed on (B)(6) 2024. The problems did not resolve after this revision, a pump replacement was performed on (B)(6) 2024.